Manufacturer narrative:
Additional information : the lot number was manufactured between june 20, 2018 - june 21, 2018. Five (5) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak coming from the spike port cap of all five samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 3000 ml eva tpn bags were leaking at the port. This occurred prior to patient use. There was no patient involvement. No additional information is available.